Event description:
See initial report.

Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure. Based on the collected information, the specific faulty component that led to this issue could not be determined. The most likely root cause of the reported issue could be traced back to a mechanical fault of the clamp spindle and/or a defective board. The wearing of electro-mechanical devices, that could be originated by the specific use condition at customer site, may have contributed to the event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the erc. A livanova field service engineer was dispatched the customer and could not duplicate the error despite trying to recreate the error. The fse decided to replace the erc. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, the arterial clamp (erc) disconnected and the alarm "art. Clamp is disconnected or has failed centr.pump 1" appeared. The issue occurred during set up. There was no patient involvement.